Event description:
Pt in operating room for roux-en-y gastric bypass. Endo gia roticulator stapler was loaded onto endo gia universal xl handle. Staple cartridge was removed in order to use a different size stapler and then reloaded; device would not fire after being reloaded. There was no harm to the pt due to this event.